Manufacturer narrative:
Failure analysis revealed that the insulin pump had broken reservoir tube lip, cracked reservoir tube, cracked reservoir window, minor scratches on the display window and cracked case near display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report the insulin pump is cracked around the reservoir chamber and reservoir window. Blood glucose reading was 200 mg/dl. The customer does not know how the damage occurred. Advised that the insulin pump will be replaced. Nothing further reported.